Event description:
The customer alleged that the suspect device read an unused glucose test strip and displayed a result of 222 mg/dl. She then tried the device again and before applying blood to the test strip, the device displayed 231 mg/dl. A third time without applying blood, the device displayed 245 mg/dl. Then she applied a drop of blood and obtained a result of 152 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.